Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.